Event description:
Ptca of a restenosed vein graft was done using the choice pt extra support 300 wire. Upon completion of the procedure the wire was withdrawn from the graft but the distal tip of the wire became trapped at the ptca site. The wire parted and the distal tip remained in the graft.